Event description:
Company representative reported right side deflation. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.9, h.3, h.6. Device evaluation: the device related to the reported event of deflation was received on april 23, 2024, with lot number 1714311. Based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observed an opening on posterior assessed as an unidentified (tear) opening (shell thickness within spec). Additional observations: ¿ no other observations observed on the device. No further actions are required as the device was implanted.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 21may2024.

Event description:
Healthcare professional reported right side deflation. Device has been explanted.

Event description:
Company representative reported right side deflation. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: deflation.